Manufacturer narrative:
Evaluation: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. A review could not be confirmed. A review of the device history record and sample test from this lot could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Conclusions: info provided indicated the user experienced resistance when advancing the stent through the obstructed area. The instructions for use caution the user not to use the oasis if the wire guide or stent cannot advance through the strictured area. Because resistance of this nature was encountered, it is possible the condition of the pt affected the performance of the product. Prior to distribution, all oasis one action stent introduction systems are subjected to a dimensional and visual inspection to ensure device integrity. The outer diameter size of the guiding catheter is verified during the inspection process. Corrective action: no corrective action warranted at this time because the info provided the product was used in contradiction with the instructions for use. The likelihood of this type of occurrence is rare. Customer qa will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook oasis one action stent introduction system for a double stenting procedure. During the procedure, the guiding catheter could not be removed from inside the stent to facilitate stent deployment. Add'l info provided indicated the user experienced resistance when advancing the stent through the obstructed area. Resistance between the stent and guiding catheter resulted in stent deployment difficulty. According to the initial reporter, the stents were replaced side by side in the duct, with some manipulation of the device. A foreign object did not have to be retrieved from the pt. No add'l medical procedure were required due to this occurrence. The pt did not experience any adverse effects due to this observation.